Event description:
The device was used during an unspecified procedure. Reportedly a component may have disengaged from the instrument into the patient's cavity. Patient was x-rayed with inconclusive results.